Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. At approximately 08:30 - 08:40 pm the patient was in his room, reading a book and watching tv at the same time when his vision suddenly started to get blurry. He heard an alarm on his cgm but did not check the cgm; however, he stated he felt symptoms of being low and self-treated with frozen fruit. While eating, the patient lost consciousness. His roommate found him around 09:00 pm and called the paramedics. Approximately 09:30 pm, the paramedics arrived. The paramedics took a bg reading which was 3.6 mmol/l. The patient reported that it was possible that his bg increased from eating fruit earlier. However, it was not reported what his bg was prior to passing out as the patient did not check the cgm nor did he take bg finger stick. The patient regained consciousness and during this time, he reported there was no cgm value and displaying a message that the sensor failed when they looked at the cgm. Before the paramedics left they advised the patient to eat and took a bg reading which was 6.7mmol/l. At the time of the report the patient was fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a no readings/ sensor error/ brief sensor issue occurred. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.